Event description:
It was reported that the user¿s ilet pump did not receive dexcom g7 glucose readings while the dexcom g7 app on the phone displayed values, and troubleshooting identified that the pump was attempting to connect to a dexcom g6 sensor instead of a g7. Symptoms included absence of cgm data on the pump. Outcomes included temporary interruption of automated glucose control on the pump until pairing was corrected. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the pump cgm configuration was set to the incorrect sensor type and resolved after the user switched the pump to the g7 sensor setting and re-entered the sensor code. It was concluded that the event resulted from incorrect cgm sensor selection on the pump, and the device functioned as designed once correctly configured.